Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header noted tool marks on the case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.